Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Additional information about this case was provided in a procedural report collected during the penumbra post-market ace clinical trial. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Coil implanted/pusher wire discarded.

Event description:
The physician was positioning the coil in a vertebral aneurysm through a pxslim microcatheter. There was proximal tortuosity in the vertebral artery and an acute angle accessing the aneurysm. During the repositioning and withdraw of the coil, the coil prematurely detached. The physician was able to fully advance the coil into the aneurysm using the pusher wire. An additional coil was placed in the aneurysm and balloon angioplasty was performed to set the coil mass at the neck. No patient injury resulted.